Manufacturer narrative:
The customer reported back check valve failure, and returned one used sample. The set was examined, but no defects were seen. The set was then infused with water, and blue dye water in the secondary set. The blue dye water flowed up past the back check valve, and into the primary set, verifying back check valve failure. The back check valve was cut out and sent to the supplier of the component. The supplier investigation found no issue with the back check valve. Since the back check valve component is a supplier part, bd had no actions implemented. Additionally, since the supplier did not verify the failure at their facility, there were no actions taken there. The supplier will continue to implement 100% backflow verification during the assembly process and will continue to ensure controls are in place to minimize quality issues. A device history record review could not be performed because the material and lot number are unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that unspecified bd infusion set had valve malfunction the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Please open a complaint file for a faulty backcheck valve found during device investigation (B)(4). We have the tubing, and I attached the pictures of the failure and smartsite info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.